Manufacturer narrative:
Investigation summary: lot#: 8089391 DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog test was conducted on 10pcs retention samples and all no needle clog found. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. Investigation conclusion: base on investigation above, the certain cause cannot be concluded at the moment. However, we will keep monitor on similar issue from filed and trending regularly. Root cause description: DHR and related manufacturing records were reviewed, no abnormality was found. Rationale: according to dfema 149rmn-0004-03, the severity of cannula clog is moderate(s3), the actual complaint rate of pen needle clog is less than 1 cpm(o1) since 2017. According to CPR-028, the risk level is low, no need to open CAPA.

Event description:
It was reported that during use of the bd micro-fine¿ pen needle there was an issue with the needle being blocked. This occurred on 5 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: the brand new bd 5mm pen needle has blockage to the cannula, insulin is not flowing through, causing patients to distress.